Event description:
It was reported "right ij cvc/mac with pa. The white port has a leak malfunction. At first rns thought it was the pa, but it is the white port from the mac. All infusion was discontinued from white port, clamped and capped off until removal and replacement of the new line." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "right ij cvc/mac with pa. The white port has a leak malfunction. At first rns thought it was the pa, but it is the white port from the mac. All infusion was discontinued from white port, clamped and capped off until removal and replacement of the new line." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".